Event description:
The customer reported the system is making arching sounds and shutting down during exposure. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and replaced a fuse, and recommended customer have x-ray tube replaced. This MDR is related to ge healthcare complaint.